Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: insyte autoguard did not retract when button was pushed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint that the needle did not retract when the safety mechanism button was pushed was confirmed; however, the root cause was undetermined. One 24g insyte autoguard device was received with the button pressed; however, the needle remained extended. Manipulation of the IV catheter and safety mechanism allowed the needle to retract. It is possible that the IV catheter was not loosened from the needle prior to activation of the safety mechanism; however, the root cause could not be confirmed. A functional test showed that flashback was observed within the IV catheter; therefore, the complaint that flashback was not visible could not be confirmed from the returned sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.